Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced there was a blockage in the tubing on (B)(6) 2025. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6007761 have already been previously tested in the pr (B)(4) on 17/jan/2025. The reference samples were tested for flow. All test results were within specifications as per the test report database pr (B)(4) complaint test report. According to additional tests for the reference samples were documented for the occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded), under section 06.21. And the visual inspection was found within specifications. Therefore, for the samples returned an investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 1 for the code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). Complaint investigations. 3 tubings were provided with no visible defects or damages. Test results: visual test according to wi version 2 on the sample returned, 2 tubing's passed the test, with no visible defects or damages. Functional flow test 1 according to wi version 1 on the sample returned, 2 tubing's passed the test. Note: the third tubing has been discharged based on the additional information provided by the customer. See attachment database pr (B)(4) complaint test report. Visual test according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 1 on reference samples, 5 samples out 5 samples passed the test. Device history record (DHR) review: the lot 6007761 was manufactured according to the wi version 114 manufactured in the line 3, on 25/jun/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 27/feb/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6007761 and no other complaint has been registered in database for the same lot 6007761 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for samples returned, no defect on tests for reference samples, no harm reported, no non-conformance (nc) raised during production related to this complaint, no other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.